Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that her blood glucose reading was in the range of 200 to over 400. She stated that she has a stressful job and this could have been the cause. The patient spoke with her educator about the issue and that she will go back on the device when she goes on vacation. Prior to the event, the customer reported that there are discrepancies with a 30 point difference between the sensor reading and her actual blood glucose level. She is planning on meeting with her physician about the issue. No further information was provided.